Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: pentaray catheter (model# unknown lot# unknown), soundstar eco (model# unknown serial# unknown), st jude medical sl0 sheath (model# unknown lot# unknown), bards coronary sinus catheter (model# unknown lot# unknown), baylis tsp needle (model# unknown lot# unknown). Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered an esophageal fistula requiring surgical intervention (stent placement). On post-procedure day 12, the patient presented to the emergency department with chest pain. Esophago-pericardial fistula was diagnosed and an esophageal stent was placed. Patient was reported to be doing well post-intervention. Physician¿s opinion regarding the adverse event is that the temperature probe may have caused the formation of an electrical arc. It was noted that it was not clear as to why the injury was esophago-pericardial vs atrio-esophageal. Ablation was performed using 25-30 watts on the posterior wall. Power did not exceed 35 watts during the procedure. Esophageal protection measures included the use of an esophageal temperature probe.